Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 30-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the implant was successful with no known complications. The patient stayed the night at the hospital and was discharged. Went home and then early morning on the 11th the patient couldn't feel their legs [walking difficulty/immobility] and they fell, and ended up at the ER. A possible hematoma was reported, as well as new pain. Patient 's system was explanted and discarded, with the issue being attributed to the lead. The patient was recovering well. Patient hospitalized over night. The issue was resolved. The rep will report any new information that becomes available.